Event description:
A pt underwent aortic run off w/possible intervention - legs procedure. The wire guide sheered off while being removed from the needle. Add'l info rec'd (B)(6) 2013 - physician gained femoral access while using cook micropuncture set, distal portion of the wire became elongated in subcutaneous tissue and was left in place as risk of removal was greater than leaving in place. Small portion of the wire is believed to remain in the subcutaneous tissue of the groin. Regarding add'l procedures, if further issues occur intervention may be needed in the future. Add'l info rec'd from medsun report (B)(6) 2013 - pt brought to operating room for ivc filter placement and thrombolysis of her left iliac vein. During access of her right jugular vein, the tip of the micro access wire broke off. Multiple attempts to retrieve the sire via jugular access were unsuccessful. Physician established right femoral vein access to attempt to retrieve the wire from below and to shoot a venogram. The venogram confirmed that the wire was not in the vessel but in the subcutaneous tissue. Risk greater than benefit for further attempts at retrieval.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.